Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead fractured. The lead had high thresholds, high impedance, and noise. Inappropriate therapy was delivered. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.